Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation papers allege the patient suffered pain and disability and was exposed to chromium and cobalt. Update - (B)(6) 2012 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update - (B)(6) 2012-sales rep reported revision for left hip due to recall. There was no new information that would change the outcome of the investigation. Update - (B)(6) 2012 - sales rep reported revision surgery due to pain. There was no new information that would change the outcome of the investigation. Update - der received via sales rep for left hip - updated dor, sales rep information, surgeon name and sleeve- patient revised to address metallosis. Update rec¿d (B)(6) 2014 - medical records received. Upon revision, gray tinged fluid, granulomatous type tissue, and trunnionosis were noted. The stem remained in situ. The stem and sleeve are being reported. This complaint was updated on: 12/02/2014.